Event description:
It was reported to boston scientific corporation that a rx dilitation device was used during and endoscopic balloon dilitation procedure in 2006. According to the complainant, the balloon burst at the time of inflation. The procedure was completed with another balloon dilitation device (device and manufacturer unknown).

Manufacturer narrative:
The unit returned was lot number 8383973 which is a subassembly of the lot number reported. The unit was returned with a stylet attached to the inject hub. There was a stopcock attached to the balloon hub. A funtional evaluation revealed that the balloon could be inflated under water using 118psi of air. Air bubbles could be seen emanating from different sources along the length of one side of the balloon. A visual evaluation of the device revealed a line of pinhole leaks on one side of the balloon. The cause of the holes cannot be determined, however, they are indicitive of one side of the balloon coming in contact with a sharp object or surface, probably a stone during movement through the endoscope.